Event description:
The report indicates that 6 weeks post operatively, the pt had sustained a fall. During f/u, the interbody fusion device at l5-s1 was noted to have migrated posteriorly. Surgeon elected to revise as the pt did not improve clinically as desired. Furthermore, the surgeon did not want the implant to fuse in the current location. Revision surgery was performed (B)(6) 2014, and a different fusion device was placed successfully. Pt's activity level and pt compliance with post-surgical instructions is unk.

Manufacturer narrative:
Nuvasive reference (B)(4). No radiographs of the interbody device were received confirming the migration. It is unk if endplate preparation, placement or the pt's fall contributed to the migration of the device. The returned device measurements met design spec. There is no malfunction of the device itself. The desired expansion did not change. The device was beginning to use in an undesired position, thus necessitating the revision surgery. The root cause of this reported event has not been determined; no conclusive can be drawn.